Event description:
Related MFR report(s): 1627487-2019-07798 and 1627487-2019-07800.

Manufacturer narrative:
Investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report(s): 1627487-2019-07798 and 1627487-2019-07800. It was reported the patient's scs system exhibited high / invalid lead impedance. Surgical intervention was taken and intraoperative testing revealed the lead extension was also exhibiting high impedance, the lead and extension was replaced. The procedure was completed without any complications and stimulation therapy coverage was achieved postoperatively.